Event description:
On (B)(6) 2014, the patient reported that none of the buttons on the her infusion device were functioning consistently. She stated that the rubber covering of the menu and check buttons has torn off. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.